Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The products were not returned; therefore, no product examination could be performed. However, 7 images of the retrieved implants were obtained; however, it is not possible to determine the product identification of the acetabular cup from these images. In addition, the outer surface of the acetabular cup is completely covered with tissue and blood. Therefore, no assessment of the reported event can be made from the images provided. Review of manufacturing records cannot be performed without lot number. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : requested but not returned by hospital.

Event description:
It was reported that approximately twenty (20) years after the initial surgery, a patient underwent a left sided hip revision due to loosening of the acetabulum cup. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: metasul head 28mm s 12/14; item# 192805; lot# 2163779, metasul, alpha insert, jj/28; item# 0100010410; lot# unknown. Report source - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Requested but not returned by hospital.